Event description:
Additional info received reports the target vessel was the circumflex artery.

Event description:
During a coronary drug eluting stenting treatment procedure, balloon removal difficulties and a dissection were encountered. The lesion being treated was located in a moderately tortuous, 80% stenosed unknown vessel. The physician deployed a taxus express2 8.8% 3.00 x 32 mm drug eluting stent. After the stent was deployed, the balloon was deflated for withdrawal. The balloon did not deflate properly and got stuck inside the stent. After several attempts to inflate and deflate the balloon, the delivery system was pulled out which caused a dissection. The dissection was treated with a taxus express2 2.75 x 8 mm stent. Plavix was administered for loading and follow up. The pt's condition is reported as good. Additional information has been requested.